Event description:
Dr reports that he has received multiple calls and complaints due to leaks in these new pads, (he refers to them as "the new davol polar care ice pads", the rep stated that they converted over to deroyal product a few months ago). Also he states that recently a patient developed cellulitis due to these faulty pads, the patient was treated without further complications. This doctor reports that every patient using this product has had complaints and that he cannot allow postoperative patient's to experience water soaked dressings for 7-10 days. No other doctor at this hospital has reported problems with the units.